Event description:
The customer reported via the sales manager that during a procedure a 14 mm sized implant box was opened and the item placed into the bone canal. It was reported that the item was pressed into the bone canal but sat proud so the item was removed and inspected. The customer reported via the sales rep that at this point visual inspection of the stem markings confirmed it was a 17 mm implant although it was removed from a 14 mm box. The customer further reported via the sales rep that another 14 mm stem was opened and that this was visibly smaller that the initial stem that was used. It was further reported that the 14 mm stem would not sit correctly into the bone canal so the surgeon reamed up to 17 mm and implanted the 17 mm stem. It was further reported by the customer via the sales rep that the surgeon considered the implantation to be successful despite the additional reaming.